Event description:
It was reported that the implantable cardioverter defibrillator (ICD) system was explanted due to infection. It was noted that the infection source was not related to the ICD site; however, a source was not provided. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Reference reports: mw5146389, mw5146391.